Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked while loading into the delivery tube. The surgeon used as replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.